Event description:
A pt who underwent a rectal resection that required a loop ileostomy. Seprafilm was used for closure of the ileostomy at three weeks. Two strips of seprafilm were wrapped lengthwise around the serosal surface of the two limbs of the loop ileostomy with an uncovered gap corresponding to just less than the thickness of the subcutaneous fat and the spout of the ileostomy in between. The loop of ileum was then delivered through the anterior abdominal wall and matured in the usual fashion. The pt developed peritonitis at two weeks after seprafilm use as a result of early separation of the mucocutaneous junction and retraction of the stoma intraperitoneally. The pt required an emergency laparotomy for treatment. No furhter information was provided.